Manufacturer narrative:
G4: 02apr2020 b4: (B)(6)2020. Information was received that the customer declined further service/repair of the device. The unit was return to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date in report: 30jan2020.

Event description:
It was reported that the ventilators' screen was dim compared to other devices even if the brightness was set to maximum. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The customer was sent a quote for service/repair and replacement of the user interface assembly.